Manufacturer narrative:
Event device code not received until 5/8/1997. Investigation is not complete.

Event description:
Painful left total knee arthroplasty secondary to loose femoral and tibial components. Disruption extensor mechanism.